Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered, and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was little vessel tortuosity. The device was opened in a sterile field. The mynx vcd was prepped according to instructions for use (IFU). Additional patient and procedural details were requested but were not available. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed, and the stopcock was found opened. The sealant was present in manufactured position; nevertheless, an exposure was appreciated due to a swelling condition of the sealant which resulted in its protrusion from the distal end of the sealant sleeves area. Additionally, the related catheter sheath introducer (csi) and syringe were not returned for analysis. The device showed exposure to blood. During the initial unaided visual analyses, the device did not show any evidence of anomalies apart from the premature exposure of the sealant. Functional testing was executed using a cordis lab syringe, and the non-functional condition of the balloon was confirmed as a leak was identified during balloon inflation due to a rupture observed on the balloon¿s surface. Due to the premature exposure of the sealant, the deployment mechanism was tested and it resulted in the expected deployment of the sealant present in the device, confirming the correct function of the device for the intended use. Per microscopic analysis, a magnified visual analysis of the balloon¿s surface was executed to identify the possible cause of the leak observed during the functional test. The results showed a longitudinal rupture identified in the body of the balloon. Due to the premature exposure originated by the swelling of the sealant, a visual analysis was executed for the sealant sleeves condition as well. During this inspection, no damages or anomalies could be observed to report. A product history record (phr) review of lot f2308602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the swelled condition of the sealant exposed from the sealant sleeves. However, the exact cause of the rupture found in the balloon and the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (although not returned) likely contributed to the issues found since this type of rupture to the balloon can occur when the balloon comes into contact with calcification and/or other procedural devices. Additionally, these factors could also contribute to the premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
-This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. -additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured. There was no reported patient injury. Hemostasis was achieved by manual compression for 25 minutes. The patient¿s status was recovered, and the hospitalization was not extended as a result of the event. The device was used after an interventional peripheral procedure using a retrograde approach. The physician was being trained on using the device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was femoral arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was presence of calcium in the vicinity of the puncture site. A 5f non-cordis sheath was used. There was no prior pta, stent, or vascular graft in the common femoral artery. There was no visible damage to the sheath after removal. There was no visible damage in distal end of the sheath after removal. There was little vessel tortuosity. The device was opened in a sterile field. The mynx vcd was prepped according to instructions for use (IFU). Additional patient and procedural details were requested but were not available. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.